Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unknown), but the internal handles would not discharge. The clinicians then obtained another handle set and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.